Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed air in line alarms multiple times while running the last infusion. During functional testing, the reported issue was not reproduced. The unit was able to power on, navigate through the screens and run infusions at different rates with no discrepancies. The unit was able to successfully detect air while performing the air in line test. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The air in line sensor requires calibration due to the air in line alarms in the event history log. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump powered off without user input during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.